Manufacturer narrative:
An event regarding instability involving an pca shell was reported. The event was not confirmed. Method & results: -device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. -medical records received and evaluation: no medical records or x-rays were made available for evaluation. -device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies -complaint history review: there has been no other event for the lot referenced. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
Patient had a total hip replacement 20 years ago. He was noticing instability. He visited the dr. For follow up. It was determined there was some poly wear and implant subluxation.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
Patient had a total hip replacement 20 years ago. He was noticing instability. He visited the dr. For follow up. It was determined there was some poly wear and implant subluxation.